Event description:
It was reported that the usb cable comes out of the pump usb port easily. The pump was still able to be charged successfully by the customer. There was no reported impact to the customer's blood glucose level. This event is being reported based on the evaluation of the returned device. During evaluation, the pump was unable to initiate charging.